Event description:
A facility reported a healthcare worker (hcw) came in contact with hydrogen peroxide when ampules from a sterrad® 100nx cassette burst during insertion into the sterilizer. The hcw was wearing personal protective equipment (gloves) and experienced a burning sensation and her hand, wrist and fingers. The hcw flushed the affected areas with water for 15 minutes and is reported to be ¿fine.¿ this event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014. 1-mr2nos and 1-mst5zk are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00002 and 2084725-2015-00003.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, and system hazard and user misuse analysis (shuma). Method: service history, trending and shuma reviewed. The DHR was not reviewed as the lot number of the cassette was not available. The service history trending was not performed as lot number of the involved cassette is not available. The trend for the product malfunction code of skin reaction was assessed from january 2014 through december 2014. The risk is considered "low." The shuma indicates the risk is "broadly acceptable." The instructions for use (IFU) of the sterrad® 100nx state: "caution: wear personal protective equipment if handling a used cassette, or any of the cassette case components that may have been subject to liquid leak. This includes a cassette that has been ejected (for any reason) after insertion." Testing was not performed as no product was returned. The cause of the reported issue cannot be verified. The most likely cause of the issue is the customer attempting to forcibly remove a stuck cassette from the sterrad® 100nx; however, this cannot be confirmed. A customer letter was sent providing further education on troubleshooting. Review of tracking and trending data did not reveal a trend. As a result, root cause was not performed; therefore, no further investigation is necessary at this time.

Manufacturer narrative:
Ni